Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high glucose, low blood glucose, and that their insulin pump suspended delivery of insulin. The customer's blood glucose at the time of the call was 348 mg/dl. The customer's blood glucose at the time of their low blood-glucose event was 43 mg/dl. At the time of suspension the customer's sensor glucose was 75 mg/dl and their blood glucose was 76 mg/dl. The insulin pump will not be returned for analysis.